Event description:
Procedure: laparoscopic hernia repair. According to the reporter, the device was placed through the trocar and the micro grips attached to the flapper valve pulling it into the patient. The surgeon was able to retrieve the foreign object and complete the procedure. No harm to patient. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).